Event description:
It was reported that during a follow-up visit for this patient with a cardiac resynchronization therapy defibrillator (crt-d) system there were many stored atrial tachy response (atr) episodes which appeared to be due to myopotential oversensing. During the episodes it was noted that the patient was performing light muscle strengthening exercises, including wall pushups. Troubleshooting was performed and the noise could be re-produced by doing manipulations and with forcing the pectoral muscles. Additionally, the morphology on the shock channel is also very altered. Fluoroscopy was performed; however, they are not able to tell if the probe is worn. Technical services was consulted and confirmed there are no mechanical noises on the right atrial (ra) channel, however, has myopotential noises. Review of the right ventricular (rv) channel also had noise. Ts discussed possible causes and provided troubleshooting options. The plan is to have the patient seen in the clinic again. At this time, the system remains in service. No adverse patient effects were reported.